Manufacturer narrative:
Product complaint # (B)(4).

Event description:
A 71-year-old male was admitted with chronic to acute cardiogenic shock and advanced heart failure. Initial support was provided with impella cp. During impella cp support, the patient underwent ventricular tachycardia ablation, after which the impella device required repositioning under echocardiographic guidance. The occurrence of ventricular tachycardia and ablation was conservatively coded as most likely related to the patient¿s underlying condition rather than the device-related. The patient had a long history of heart failure and renal insufficiency. On day 11, escalation to impella 5.5 was performed to provide support until family arrival. Right ventricular function was severely depressed, and the following day, the decision was made to transition to palliative care and withdraw further treatment. The patient¿s condition deteriorated with left ventricular ejection fraction of 10¿15% and severe right ventricular dysfunction. Due to the poor prognosis, the decision was made to withdraw care and the patient expired on day 21 while on impella 5.5 support. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.